Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes care manager that the customer received emergency medical assistance and got hospitalized due to low blood glucose, with blood glucose of 20 to 30 mg/dl at the time of the incident. The customer experienced symptoms such as unresponsiveness. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed but the customer's pump was found with a clock that was 12 hours off when the pump was uploaded. The insulin pump will not be returned for analysis.